Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks due to noise oversensing within approximately one year timeframe. Reportedly, the patient has not performed the regular required follow-up during the last years. The sensing vector was reprogrammed to primary after performing provocative maneuvers that showed no noise in this vector. In addition, a layer of adipose tissue can be observed from the x-ray between the electrode coil and the patient sternum. Further medical discussion will take place in-clinic. Upon technical services (ts) review of the device data, it was discussed that there is an observed enlarged shock impedance, which reduces the shock effectiveness. In addition, as this appears to be due to adipose tissue located beneath the electrode coil, system relocation was advised to ensure the system is able to provide effective shocks in case is needed. The shock impedance has increased from 64 ohms in 2019 to 142 ohms recently, which is high within normal range. Further recommendations were provided. The s-ICD system remains in service. No additional adverse patient effects.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks due to noise oversensing within approximately one year timeframe. Reportedly, the patient has not performed the regular required follow-up during the last years. The sensing vector was reprogrammed to primary after performing provocative maneuvers that showed no noise in this vector. In addition, a layer of adipose tissue can be observed from the x-ray between the electrode coil and the patient sternum. Further medical discussion will take place in-clinic. The s-ICD system remains in service. No additional adverse patient effects.